Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin continued to drip during the prime and alarmed for a compromised force sensor system. The customer did not recall the blood glucose reading. The insulin pump had not been dropped or bumped, but the drive support cap was sticking out. The customer had not pressed on the cap while connected. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.